Event description:
Patient experienced back up battery fault alarms on their heartmate 3 lvad (left ventricular assist device) system controller requiring a controller exchange. During the exchange, lvad pump was temporarily off.